Event description:
The pt was implanted with a left ventricular assist device. A device tracking form was rec'd, which indicated that the pt expired due to multiorgan system failure.

Manufacturer narrative:
The device was not returned to the MFR. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.